Event description:
Device analysis provided. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, intravascular counter traction, sheath(s). No complications.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 7mm proximal of the weld site. The proximal section of j stiffener wire measures approx 80mm and was rec'd with approx 17mm of the distal end protruding out of the outer polyurethane insulation approx 5mm proximal of the weld site. It appears that the entire j stiffener wire was rec'd with all recorded measurements adding up to approx 87mm. Scanning electron microscope analysis pending on fractured j stiffener wire.